Event description:
It was reported that the pt underwent a full revision surgery due to battery depletion and lead discontinuity. Attempts for further information have been unsuccessful to date. Product cannot be returned to manufacturer for analysis, per hospital policy.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.